Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by patient that the alleged issue began at an unspecified time on (B)(6) 2012. The patient stated that he manages his diabetes with insulin (unknown type and dosage) and two days later, took more food/drink in response to the reported issue. Two to three days after the alleged issue occurred, the patient claimed to have developed symptoms of feeling "sweaty and sick" and on the same day at 9:00am, visited his doctor and was given "sugar pills" in response to the symptoms. The cca determined that the batteries did not need any replacement. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue occurred.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. A secondary issue was noted. The battery contact was found to have been corroded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k053529.